Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the insulin gauge decreased to an inaccurate fill estimate of 5 units. Reportedly, the cartridge was filled with around 300 units of insulin. The customer re-loaded the same cartridge and received a minimum fill notification. The customer¿s blood glucose level was 129 mg/dl. Reportedly, insulin delivery was resumed after the customer loaded a new cartridge and received an accurate fill estimate.